Manufacturer narrative:
Analysis conclusion a patient having ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference MFR. Report # 1627487-2019-05377. Reference MFR. Report # 1627487-2019-05378.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report # 1627487-2019-05377, reference MFR. Report # 1627487-2019-05378. It was reported the patient experienced inadequate stimulation with their drg system. In turn, reprogramming was unable to resolve the issue. Surgical intervention may be pending wherein the entire system will be explanted as the patient plans to pursue alternative therapy methods.